Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. Customer's blood glucose level was 120 mg/dl. The alarm history showed there was more than one motor error alarm within thirty days. Customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After installing the battery, the device shows low power battery sign and no key function due to corroded battery tube spring noted. Unable to verify motor error alarm.